Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device was received partially deployed. The linkage assembly was in a partially elongated position, and the formed needle protruded past the needle well. Upon removal of the top housing, the slide retract finished retracting. Scoring was observed on the top housing, and the linkage assembly rivet was deformed. The linkage assembly rivet scraped against the top housing; this interference between the linkage assembly and the top housing resulted in the needle's failure to retract.